Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump was motor error and button error. Customer¿s blood glucose was unknown at the time of incident. The customer stated that the insulin pump had unexplained no delivery alarms and cracked on reservoir compartment. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked reservoir tube lip noted. Device received with no button response due to moisture damage to keypad traces. Unable to verify motor error, no delivery or failed battery test